Manufacturer narrative:
(B)(4). Patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
From the start of use, the surgeon noticed the buttons on the device were difficult to press. Customer also noted that when buttons were successfully pressed, the device remained active for a short period of time after the button was released. Customer described the button as "sticky" or "stuck". There was no unintended tissue damage and no patient impact. A new device from an unknown lot number was used to complete the case. The device was discarded; therefore, it is unavailable to be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.